Event description:
At approximately 11:30 a.m. The bedside telemetry monitor alarmed for bed #2. The central monitor for bed #2 was blank and not receiving the signal. The monitor tech went to the bedside and the bedside monitor showed the pt was in sustained ventricular tachycardia. The pt was emergently transferred to the cath lab at 12:05 p.m. During this time, the signal was never received by the central monitor, therefore EKG tracings were not obtained. This particular bedside monitor had been previously serviced by a philips technician for this same problem in june 2003. Philips had also installed a more recent verison of software in the central monitor to correct a memory leak problem. Clinical engineering and the philips reseponse center were called the next day.